Event description:
While using the electrosurgical unit during a right knee replacement procedure, the storz monitor showed a shortage and disconnection a few times. We placed the grounding pad on the left upper arm with a conmed electrosurgery unit (esu). The problem did not resolve so we switched the grounding pad to the left thigh with another conmed esu. There was no evidence of patient injury. The original esu was found to have an open ground wire in the power plug. Once the ground wire was corrected in the power plug, proper operation was verified.